Manufacturer narrative:
(B)(4). Batch # = m9377a. The analysis results found that the b12lt instrument was received with the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m9377a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was there any change to the procedure due to the missing piece of the device? No what is the patient current condition? Good, no anomalies.

Event description:
It was reported that after a laparoscopic diagnostic gyn procedure, the nurse saw that a piece of plastic on the sleeve was missing. They did not locate it outside or inside the patient and do not know why it fell off. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.